Manufacturer narrative:
Concomitant products: 5076-58 lead, implanted: (B)(6) 2007; 3888-56 x3 leads, implanted: (B)(6) 2010; 37083-20 extension, implanted: (B)(6) 2010; 3708220 extension, implanted: (B)(6) 2010; 37713 ipg, implanted: (B)(6) 2010.

Event description:
It was reported that the right atrial (ra) lead exhibited oversensing and reprogramming was performed. Subsequently, the lead was noted to be undersensing. A transmission also observed high capture threshold. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.